Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a broken door and damaged door latch rollers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. During visual inspection, the door and latch rollers were found to be damaged. The cause of the condition was unknown. To correct the condition, the pump head door assembly and the latch rollers were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.